Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins lasted only 2 years. Patient stated that they talked to a patient services specialist (pss) on (B)(6) 2013 and they were told to try program 1 for a couple of days, and then they did see their health care provider (hcp) a couple of days later and was told that the ins would last approximately five years. Patient mentioned that at an hcp appointment on (B)(6) 2013, the rep was there and told the patient to try p1 and see how it worked, then the doctor told them to relax and that the battery was good for another 3years but only ended up lasting 2years because it was using up too much energy since patient had gradually increased stimulation to 8. It was clarified that the patient's first ins was replaced due to premature battery depletion whereas the second ins was replaced due to normal battery depletion. Patient mentioned that the second ins was replaced with a third ins because the battery went completely dead, but that it was due to normal battery depletion, and that the hcp decided t o put the second ins on the patient's right side and the third/ current ins was placed on the left side. No further patient complications were reported/ anticipated as a result of this event.